Event description:
It was reported that their previous spinal stimulator was placed in and after a fall they had to undergo a revision. The patient had percutaneous spinal cord stimulator implanted in the (B)(6) 2014 because the patient fell off, he was boating, and had to have a revision of the percutaneous leads. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 97740, serial# (B)(4) ; product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); explanted: 2015 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type lead. (B)(4).